Manufacturer narrative:
H10 related report numbers, corrected data: initial report inadvertently left blank.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e013402.

Event description:
Review of a scientific article about patients' undergoing vns revision and removal surgeries revealed that the patients' required revision surgeries due to infection, lead fracture, pain, hypoesthesia, unspecified events, abraded insulation, and high impedance. MFR. Report# 1644487-2024-00926 will capture infection, pain, unspecified events and hypoesthesia. MFR. Report# 1644487-2024-00925 will capture lead fracture, abraded insulation, high impedance. No other relevant information has been received to date.